Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s screen had scratches which makes hard to read the screen. The backlight did not light up and battery cap was broken. Troubleshooting was declined. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and displacement test. No unexpected low battery alarm anomalies noted. No unexpected back light anomaly noted. No unexpected missing segments or partial display noted. No unexpected failed battery anomalies noted. Device received with cracked battery tube threads, cracked lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address or serial number label and cracked battery cap(p). The p-cap locks into the reservoir compartment properly noted. (B)(4).